Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site. The patient feels as if the ipg is tilted inside the pocket and is not lying flat. The patient underwent surgical intervention to reposition the ipg on (B)(6) 2015 which resolved the issue.